Manufacturer narrative:
(B)(4). Additional information: evaluation codes. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood backed up in a clearlink solution administration set during infusion. The set was being used with an unspecified three-way y connector. There were three infusions running simultaneously; a lipid solution infusing at 0.7 ml/hour on a non-baxter pump, travasol infusing at 5.2 ml/hour on a sigma spectrum pump, and morphine infusing at 0.74 ml/hour on a syringe pump. The infusion was paused to change the lipid tubing; 45 minutes later, blood had backed up approximately 13 inches past the first port on the set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.